Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 22mmol/l. Troubleshooting was performed. It was stated that the symptoms leading to the admission was sleepy and vomiting. The caller also requested assistance with setting up a temporary bolus. Assisted the caller to change the maximum basal rate that allowed the customer to set up the proper temporary basal. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.